Manufacturer narrative:
Unit received with broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer's insulin pump was damaged. The reservoir compartment had cracks. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.